Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn by the ok button and the keypad button symbols were found to be worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was intermittently unresponsive and the other keypad buttons were responsive and had normal spring back or click. There was no evidence of keypad contamination found under the keypad buttons. The ok keypad button was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.